Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (driving cap/threaded, part number 03.010.523, lot number 9065861). The subject device was received with the complaint reporting the threads broke off into the insertion handle intraoperatively causing a five (5) minute surgical delay. The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system per the associated technique guide. Visual inspection of the returned driving cap revealed distal threads of the driving cap had broken off and were lodged in the returned radiolucent standard insertion handle (part 03.037.486, lot 9482440). The driving cap also showed signs of wear and impaction along the shaft and proximal end. The complaint condition is confirmed. The product drawing was reviewed during the investigation. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instrument lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed, although the exact cause for the complaint condition could not be determined. The damage to the driving cap however is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Part number: 03.010.523, synthes lot number: 9065861: release to warehouse date: (B)(6) 2015. Mfg site: (B)(4). No non-conformance reports were generated during production that would contribute to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral nailing surgery on (B)(6) 2016, the threaded portion of the drive cap instrument broke off inside the t-handle instrument. A threaded piece from the drive cap is stuck in the insertion handle. Due to this event there was an extended operating time of five minutes. Another driving cap and t-handle instruments were available in the operating room. Surgery was completed successfully with no harm to the patient. Patient was reported in stable condition. Concomitant devices reported: t-handle/cannulated with quick coupling (part number #03.010.496, lot # unknown, quantity # (B)(4)) this is report number 1 of 1 for (B)(4).